Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 20 jan 2026: an event without damage, the catheter was washed before the procedure and no hole was identified, after the final assembly of the catheter, a hole was identified inside the repair.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong nxt clearvue catheter were returned for evaluation. An initial visual observation of the photograph showed a segment of a groshong nxt clearvue catheter inside an open package. One end of the catheter segment appeared to be damaged. Drops of a clear liquid were observed inside the catheter shaft. An initial visual observation of the video showed a groshong nxt clearvue catheter inserted in a patient. The catheter was infused and drops of a clear liquid were observed to drip out of the catheter tubing just distal to the assembled connector. While a leak was observed in the catheter in the returned video, no details of the damage to the catheter tubing could be discerned, and there were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed but the root cause could not be determined. The products returned for evaluation were two segments of 4fr sl groshong catheter tubing. Comparison of the returned items against the customer provided video found that the two tubing segments were likely two different catheters. The longer tubing segment will be unit 01 and the shorter segment will be unit 02 for the purposes of this investigation. Gross visual inspection of the returned units found that unit 01 extended from the 42cm depth marker to the 60 cm depth marker and unit 02 was an approximately 1cm long piece from somewhere in the 39cm - 60cm depth marker region. No obvious tears were visible in either unit. The catheter segments were leak tested by flushing each segment with water using a 12ml luer lock syringe. During testing, a leak was observed near one of the ends in unit 02. No leaks were identified in unit 01. Given that unit 02 leaked during testing, it is likely that this unit is the device shown leaking in the customer provided video. Microscopic inspection of the leak site found that an arc shaped tear was present. The tear had sharply formed fractured edges and a smooth fracture surface. The catheter was bisected and the inner wall inspected. The inner wall had superficial tearing and deformation which appeared to be in a pattern which mirrored the coils of the stiffening stylet. These features were found near the tear location but not at the location of the tear. Inspection of unit 01 was unremarkable. The damage observed to the inner wall in unit 02 was consistent with abrasion damage caused by friction between the catheter and the stylet; however, the features of the tear itself were not consistent with stylet related damage and instead more closely resembled instrument related damage. It is likely that multiple factors contributed to the reported event, but the investigation did no identify sufficient factors to conclusively determine a root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the catheter leaked after assembly. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.